Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had been exhibiting a steadily increase in shock impedance measurement observed over an extended period. The impedance measurement was near 160 ohms approximately for the last three months and the patient was admitted into the hospital for a shock test. At the initial device interrogation, before the shock test, an alert for high shock impedance was measured at 161 ohms. The patient was sedated, and ventricular fibrillation (vf) was induced. A 26 joule shock was delivered without converting the vf, instead an alert appeared indicating an open circuit condition was detected during shock delivery and evaluate pulse generator and lead system integrity and consider replacement of one or both components. Uncertain if the device would attempt a second shock programmed to 31 joule, the external defibrillator was set to charge, but before it was finished charging, the device delivered another shock converting the vf. The patient was taken out of sedation without complications. After consulting with colleagues, the physician decided on a plan to transfer the patient to a hospital capable of extracting both the atrial and the ventricular leads. Previously, noise had been recorded on the competitor right atrial (ra) lead. No additional adverse patient effects were reported. The device and rv lead are expected to return for analysis.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had been exhibiting a steadily increase in shock impedance measurement observed over an extended period. The impedance measurement was near 160 ohms approximately for the last three months and the patient was admitted into the hospital for a shock test. At the initial device interrogation, before the shock test, an alert for high shock impedance was measured at 161 ohms. The patient was sedated, and ventricular fibrillation (vf) was induced. A 26 joule shock was delivered without converting the vf, instead an alert appeared indicating an open circuit condition was detected during shock delivery and evaluate pulse generator and lead system integrity and consider replacement of one or both components. Uncertain if the device would attempt a second shock programmed to 31 joule, the external defibrillator was set to charge, but before it was finished charging, the device delivered another shock converting the vf. The patient was taken out of sedation without complications. After consulting with colleagues, the physician decided on a plan to transfer the patient to a hospital capable of extracting both the atrial and the ventricular leads. Previously, noise had been recorded on the competitor right atrial (ra) lead. No additional adverse patient effects were reported. The device and rv lead are expected to return for analysis. Additional information was provided, it was reported that the boston scientific ICD and rv lead were explanted. During lead extraction, the rv lead was damaged. Additionally, the competitor ra lead was also explanted. A new competitor single chamber ICD was implanted successfully. There were no additional adverse patient effects reported. The device and rv lead are expected to return for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Evidence points to a lead related issue.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had been exhibiting a steadily increase in shock impedance measurement observed over an extended period. The impedance measurement was near 160 ohms approximately for the last three months and the patient was admitted into the hospital for a shock test. At the initial device interrogation, before the shock test, an alert for high shock impedance was measured at 161 ohms. The patient was sedated, and ventricular fibrillation (vf) was induced. A 26 joule shock was delivered without converting the vf, instead an alert appeared indicating an open circuit condition was detected during shock delivery and evaluate pulse generator and lead system integrity and consider replacement of one or both components. Uncertain if the device would attempt a second shock programmed to 31 joule, the external defibrillator was set to charge, but before it was finished charging, the device delivered another shock converting the vf. The patient was taken out of sedation without complications. After consulting with colleagues, the physician decided on a plan to transfer the patient to a hospital capable of extracting both the atrial and the ventricular leads. Previously, noise had been recorded on the competitor right atrial (ra) lead. No additional adverse patient effects were reported. The device and rv lead are expected to return for analysis. Additional information was provided, it was reported that the boston scientific ICD and rv lead were explanted. During lead extraction, the rv lead was damaged. Additionally, the competitor ra lead was also explanted. A new competitor single chamber ICD was implanted successfully. There were no additional adverse patient effects reported. The device and rv lead are expected to return for analysis.